Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by an attorney that the patient underwent surgery to repair a recurrent incisional hernia and extensive lysis of adhesions on (B)(6) 2016 and it revealed the previously placed mesh with fatigue of the mesh, resulting in a large incisional hernia and extensive adhesions. The mesh was resected from the abdominal wall and explanted. He continues to experience abdominal pain. No additional information was provided.